Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that when the instrument was fired the clips did not form at all. The instrument was tested outside the pt and the clips did not form. A new instrument was used to complete the case. There was no consequence to the pt.